Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had missing ke-45 adhesive on the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was missing ke-45 adhesive on the forceps cover. The most probable cause of the discovered damage is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.